Event description:
The customer reported during an infusion, smoke was visualized coming from the device due to IV fluid dripping into the connection between the pump and pc unit. The case was melted around the female iui connector on the pc unit. There was no pt harm or medical intervention. The customer stated that no additional event or pt info is available. There is no info to indicate the IV fluid dripping into the connection was related to a leak with an IV set.

Manufacturer narrative:
(B)(4). Although requested, affected product has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.